Event description:
Blood leakage around the catheter was spotted. Aspiration of air bubbles with blood in venous line of catheter, the small amount of blood was discarded.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was returned for evaluation in two (2) pieces. Approximately 6.5 cm of lumen was attached to the catheter with another 21.5 cm length of lumen was also returned. The lumen was separated at the distal end of the cuff. Functional testing revealed a leak that appears to come from under the hub when flushed through the venous luer. Under magnification it was noted that the leak is coming from two puncture holes in the lumen just below the hub. The holes appear to be external punctures, possibly from a needle. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the devices were manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted for 1 year and 5 months with no reported issues prior to the reported event. A definitive root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings: *do not use sharp instruments near the extension tubing or catheter lumen. *do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.